Manufacturer narrative:
Investigation summary: a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: during the documentary review it was observed that no quality events were generated during the manufacturing process, the lot was inspected and subsequently released in accordance with the current work instruction, in addition the client does not provide physical or photographic evidence for the evaluation of defects reported, it is worth mentioning that the reported product code is manufactured without additional needle or assembled so the type, caliber and supplier used are unknown. Root cause description: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident, therefore a root cause could not be determined.

Event description:
It was reported that syringe 3ml ll 200 s/c had difficult plunger movement. The following information was provided by the initial reporter: "it was reported that customer reported having experienced negative pressure and resistance pulling back on the plunger while drawing insulin out of vile. Customer reported using 2 different needles to resolve this issue and after putting a 3rd needle on the same syringe, upon attempting to fill the cartridge, customer reported air was leaking from the syringe body at the point where the needle meets the body of the syringe. Customer then reported changing out the syringe with the same 3rd needle was able to fill his cartridge successfully. "Description of issue: customer reported having experienced negative pressure and resistance pulling back on the plunger while drawing insulin out of vile. Customer reported using 2 different needles to resolve this issue and after putting a 3rd needle on the same syringe, upon attempting to fill the cartridge, customer reported air was leaking from the syringe body at the point where the needle meets the body of the syringe. Customer then reported changing out the syringe with the same 3rd needle was able to fill his cartridge successfully. Bg: between 130 mg/dl and 140 mg/dl. Wasted supplies: 2 needles, 1 syringe. Number of occurrences: 1. Did the customer insert the needle into the cartridge and encounter fill resistance? No. Proceed to step 4. Item number: choose one: 3 ml syringe ¿ 309657, 26 g, 3/8¿ needle¿305110. Product lot number: 9148980 needle, 8344622 syringe. For bd product only, are samples available for investigation? Yes. Does customer authorize bd to contact customer to obtain sample(s)? __yes__contact: (B)(6). Did issue cause any injury? If yes, what type of injury? No. Medical intervention needed? If yes, who was the 3rd party and what was the assistance/treatment? No. Resolution: cts explained that bd might follow up with customer regarding returning syringe/needle. No further tandem follow up is required. Cts to send replacement needles and syringe to replace wasted supplies. Customer acknowledged and was satisfied."